Event description:
It was reported that the ipg was no longer implanted. Ipg was explanted at an unknown date for an unknown reason. The abbott representative was unable to provide any additional information.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information; however, no further information was provided. Date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.